Event description:
As reported via the edwards clinical specialist, during a transfemoral transcatheter aortic valve procedure (tavr) the a valve in valve procedure was required. The first sapien valve was implanted too ventricular causing native leaflet overhang which resulted in an aortic insufficiency (ai) of 2+ central leak and trace paravalvular (pvl). The second valve was implanted in 50:50 position pinning the native leaflets and resolving the ai. The final result was zero central leak and trace pvl. The patient was in stable condition and the femoral access site was closed via the preclose-perclose technique. The patient was transferred to the unit in stable condition.

Manufacturer narrative:
This patient was noted to have a sinotubular junction (stj) within normal limits. The patient did not have severe ventricular septal hypertrophy. The aortic root calcification was within normal limits with moderate leaflet calcification. The patient's ejection fraction (ef) was 40-50% per echocardiographer. The image intensifier angle (iia) and the coaxial alignment was reported to be good. The first sapien valve was noted to be positioned 50:50 prior to deployment. Balloon inflation for the recommended time was held during deployment and there no loss of pacing capture during deployment. Per the instructions for use (IFU), valve malposition is a known potential complication of the tavr procedure. Factors to consider when assessing for aortic valve malposition include the following patient factors, significant valve over-sizing (= 4 mm), severe ventricular septal hypertrophy, minimal valve/leaflet calcification, and preserved ejection fraction (ef). Technical considerations include improper image intensifier (I/I) angle (unable to view all 3 cusps in a plane), non-coaxial alignment of the guidewire/ valve/ delivery system, improper valve position pre-deployment, balloon inflation = 3 sec during deployment, or loss of pacing capture during deployment. Technical summary "stimulation of low placement causing thv regurgitation, indicates that low valve placement can lead to leaflet overhang. However, the overhanging leaflet must be fairly mobile (not heavily calcified) and the position of the overhang relative to the leaflet and commissures may also be important in causing regurgitation. This may explain why low placement can occur without regurgitation." The physician's undergo extensive training by edwards lifesciences in order to perform thv procedures. Training includes device preparation, approach, positioning and deployment, imaging, training manuals and proctored procedures. The physician's training manuals instruct the physician on the proper steps and techniques for successful valve deployment. There was no report of device malfunction that resulted in this event. No further actions are possible at this time. Cine and echo are not available for review by edwards lifesciences. Without imaging the exact cause for the valve malposition cannot be assessed; however, a combination of patient factors (preserved ef, moderate leaflet calcification) and procedural factors (valve positioning, iia, and coaxial alignment) could have contributed to this event. The safety and effectiveness of the valve in valve procedure has not been established, is/are not approved in the united states, nor is it endorsed or recommended by edwards lifesciences. In this case, it is likely procedural factors contributed to the events. No further action is possible at this time.